Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the reported diabetic ketoacidosis.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported by the health care provider that a patient was hospitalized for two days with diabetic ketoacidosis starting on (B)(6) 2017. Pod was worn by the patient between 4 and 24 hours on her arm. Patient indicated she was able to smell the insulin from the pod. Her blood glucose history revealed readings that she were high at 500, then 400, and at midnight it was 427 mg/dl. The hospital provided the patient with fluid electrolytes iuvs for treatment. Patient was discharged on (B)(6) 2017.